Event description:
Removed recalled depuy implant from pt from surgery (B)(6) 2010. Placed sequestered device in secured locker, located in secured office in loading dock area. Original surgery on (B)(6) 2009, (B)(4), unable to identify a number on the cup or ball to correspond with the implant log number from (B)(6) 2009.